Event description:
Country of complaint: (B)(6). Ampoule leakage.

Manufacturer narrative:
Samples received: 4 open pouches, unopened ampoules. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units the market. There are no units in stock in b. Braun surgical warehouse. We have received four samples, the ampoules received have been optically evaluated and a defect in the tip of the ampoule was found. Some glue is still liquid inside the ampoules and all have bended tip. The leakage of the glue occurs at this point. The unopened box received has also been analyzed. All ampoules (five) were correct and leakage is not found in the ampoules received. Reviewed the batch manufacturing record, this product had a deviation in the sealing parameters of the ampoules and the pouches, which was evaluated as uncritical. The product was released fulfilling b. Braun surgical requirements. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Outcomes attributed to adverse event-uncheck "other serious" - this event was a product problem only.